Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with an ngen rf generator, us configuration and ablation was performed on low power. It was reported by the caller that the power only increased to 4 watts on the first ablation with qdot and ngen. Ablation was attempted a second time, and the power only increased to 3 watts. No errors were noted on the ngen system or carto 3 system. The caller was advised on troubleshooting steps: replace catheter cable, replace catheter, reboot ngen system. The caller reported the qdot catheter was exchanged for an stsf catheter resolving the issue. Additional information was received indicating the generator displayed less than the cutoff power and ablation was allowed. The power setting value was not exceeded during the ablation. The ablation was manually stopped. The system allowed ablation for about 20 seconds. The ngen rf generator was in temperature control, temperature cutoff was 40 degrees, power max 35 w, impedance max 250.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with an ngen rf generator, us configuration and ablation was performed on low power. It was reported by the caller that the power only increased to 4 watts on the first ablation with qdot and ngen. Ablation was attempted a second time, and the power only increased to 3 watts. No errors were noted on the ngen system or carto 3 system. The caller was advised on troubleshooting steps: replace catheter cable, replace catheter, reboot ngen system. The caller reported the qdot catheter was exchanged for an stsf catheter resolving the issue. Device evaluation details: remote support team confirmed the system was performing as intended. No failure was found. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).